Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 570 mg/dl. Customer also reported that there was leak along the tubing of the infusion set. Customer was able to change the infusion set. Customer was advised to change the infusion set. Customer was advised that because there was active insulin showing on the insulin pump, the bolus wizard will take that into account. Customer understood and delivered a bolus on the line. It was unknown if the customer using auto mode at the time of event. Insulin pump will not be returned for analysis.